Manufacturer narrative:
Information not provided and it is unclear if the product was implanted. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that additional surgery was needed involving pcb00 21.5 diopter intraocular lens (iol). No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 1/10/2019. Device returned to manufacturer: yes. Device evaluation: the intraocular lens was returned to the manufacturing site for investigation. According to the visual inspection performed, the plunger of the delivery system was not advanced. The cartridge was correctly engaged to the device. No assembly error and/or defect related to manufacturing process was observed. Visual inspection at microscope magnification was performed. Lubricant material residue was observed at the cartridge tip, which indicated that the product was handled and prepared for a surgical process. The lens was positioned in the lens storage zone of the device. Based on the analysis of the returned product there was no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.